Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic stack. The pump had moisture damage on the motor. Unable to perform the self test, unexpected restart, operating currents, displacement, rewind, basic occlusion, occlusion, prime, off no power or excessive no delivery alarm tests due to the blank display. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer states they pressed the pump buttons and had partial display. The customer's blood glucose level was unknown. The customer states there is fluid under the lcd screen. The customer was advised the pump would be replaced and returned for analysis.